Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Should have marked 'other' and included 'correction' in the last report. Should have had 1627487/09/12/2017/001-c in the last report.

Event description:
Further follow-up indicates the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered.